Event description:
A healthcare facility reported via a fisher and paykel healthcare (f&p) field representative an issue with a pt101 airvo 2. During device evaluation and performance testing at our f&p regional office in the united kingdom, it was found that there was no audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Pt101uk is not sold in the USA but is similar to the pt101us which is sold in the USA. The 510k of the pt101us is: k131895, product code: btt product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users. Method: the airvo 2 was received at our fisher & paykel healthcare (f&p) regional office in united kingdom where it was inspected by a trained f&p service technician and the audible alarm function was checked. Our investigation is based on the information obtained from the customer, the information provided by the f&p service technician, previous investigations of similar complaints, and our knowledge of the product. Results: during testing it was found that the airvo 2 did not have an audible alarm. Based on our knowledge of the product and previous investigations of similar complaints, the audible alarm failure has been identified as an issue with the resistance of the speaker component that is assembled into the airvo 2 becoming out of specification or open circuit. Conclusion: as part of ongoing product improvement initiatives, a new speaker configuration from a different supplier was implemented on (B)(6) 2017. Since the introduction of the new speaker, (B)(4). Further improvements were initiated in (B)(6) 2019 which involved an update to the control pcb in order to reduce the mechanical stress on the speaker when operating. A historical search was conducted for the last 2 years which showed the speaker failure has not caused or contributed to any serious adverse events. (B)(4)..

Manufacturer narrative:
(B)(4). Pt101uk is not sold in the USA but is similar to the pt101us which is sold in the USA. The 510k of the pt101us is: k131895, product code: btt. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility reported via a fisher and paykel healthcare (f&p) field representative an issue with a pt101 airvo 2. During device evaluation and performance testing at our f&p regional office in the united kingdom, it was found that there was no audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.